Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent hardware removal followed by insertion of the unknown nail with bone grafting due to nonunion. Initially, the patient was implanted with va -lcp curved condylar plate on an unknown date. Concomitant devices reported: unknown 5mm va locking screws (part# unknown, lot# unknown, quantity 4) unknown 5mm cannulated conical screw (part# unknown, lot# unknown, quantity 1) unknown 5mm cannulated va locking screw (part# unknown, lot# unknown, quantity 4) curved condylar plate (part# 02.124.412, lot# l569769, quantity 1). This report is for one (1) screws: cortex. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2020, the patient underwent hardware removal followed by insertion of the unknown nail with bone grafting due to nonunion. The two 4.5 cortex screws were broken but all fragments were retrieved. Initially, the patient was implanted with variable angle-locking compression (va -lcp) curved condylar plate and screws on (B)(6) 2019. Concomitant devices reported: unknown 5mm va locking screws (part# unknown, lot# unknown, quantity 4), unknown 5mm cannulated conical screw (part# unknown, lot# unknown, quantity 1), unknown 5mm cannulated va locking screw (part# unknown, lot# unknown, quantity 4), unknown 4.5mm cortex screw (part # unknown, lot # unknown, quantity 1), curved condylar plate (part# 02.124.412, lot# l569769, quantity 1). This report is for one (1) unknown cortex screw. This is report 1 of 2 for (B)(4).